Event description:
It was reported that during a surgical procedure, two burs were vibrating during use. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. The record addresses one of the burs which was reported to be vibrating during use.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not received by stryker.

Event description:
It was reported that during a surgical procedure, two burs were vibrating during use. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. The record addresses one of the burs which was reported to be vibrating during use.